Event description:
Crm received info that this pt presented with post-implant pain. The dextrus right ventricular lead was found to have perforated the heart wall. In a revision procedure the lead was explanted from the septal position and successfully replaced by a new lead.